Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection revealed two external insulation abrasions breaching the outer insulation at the distal region of the lead, which is consistent with friction to another implanted device or feature of the patient anatomy. The cause of the reported events of oversensing, noise, and insulation damage were due to the exposure of the outer coil at the abrasion regions.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. Following explant, insulation damage was visually observed on the rv lead. The patient was stable and will continue to be monitored.